Event description:
Procedure: diverticulitis of esophagus. According to the reporter: customer reports that the surgeon placed the ta around the esophagus. Released the safety, squeezed the handle to fire. The surgeon heard a crunch during the firing. He could not get the jaws to open and release the esophagus. Used a pair of snaps to wedge open the jaws. There was some tearing to the tissue of the esophagus. Staple line was over sewed. No unanticipated tissue loss or bleeding. No reinforcement material used. Pt current status reported as okay.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 08/11/2014.

Manufacturer narrative:
(B)(4).